Event description:
It was reported during a laparoscopic appendectomy the surgeon was using an ets and she had fired it twice without difficulty. On the third firing across the appendiceal messentery the device only partially fired. According to the surgeon the device fired easily, a pop was heard, and the reload and unformed staples fell into the pt. The reload was retrieved laparoscopically but she was unable to retrieve the unformed staples. The procedure was finished with bovie and clips. There has not been a report of postoperative problems.

Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis. Record purpose only: no analysis could be performed as no instrument was received. The information you have provided has been reviewed by the appropriate engineering and manufacturing personnel.